Manufacturer narrative:
The patient stated that the device overheats and measured the external temperature to be 102° f (39.9° c). Iec 60101-1, sub-clause 11.1.2 - temperature of applied parts, limits the temperature of medical devices in contact with a patient's skin to 43°c for adults, and 41°c for minors and other high risk groups. The patient did not return the waa for analysis; however, based on the patient's report, the temperature of the waa is below the maximum allowed by the standard. The waa instructions for use prohibit waa placement directly on the skin. The waa design has been verified to not exceed the maximum specification established per the standard, as documented in test report number (B)(4)verification testing. Further, risk of overheating is reduced by a protection mechanism implemented in the waa, causing it to shut down if it reaches an internal temperature of 70 degrees c. The temperatures measured on waas without insulation during verification testing are consistent with what the patient reported. In the absence of the unit for analysis, it is concluded that the temperature observed by the patient is consistent with the waa temperature during operation and is below the maximum temperature permitted by the safety standard.

Event description:
The patient stated their wearable antenna assembly is hot to the touch after use and measured the external temperature to be 102° f using an infrared laser thermometer.

Manufacturer narrative:
Investigation of the device was unable to replicate the alleged issue, and no nonconformances were found. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while operating, outside temperature while charging, and the internal temperature while operating. Results are as follows: outside thermal temperature while operating: 26.4°c outside thermal temperature while charging: 25.7°c internal thermal temperature while operating: 35.8°c the outside thermal temperature while charging was 25.7°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications.

Event description:
The patient stated their wearable antenna assembly is hot to the touch after use and measured the external temperature to be 102° f using an infrared laser thermometer.